Event description:
It was reported that the lead was oversensing and showed non-sustained tachycardia episodes with noise. It was noted that the patient was lifting weights at the time of the episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.